Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. Visual inspection confirmed housing damage. Functional evaluation confirmed the device was unable to generate or control negative pressure or operated on ac or battery power, due to the vacuum motor and dc inlet port being defective, establishing a relationship with the reported event. Root cause determined as component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go device has a damaged ac port and a cracked case . During service evaluation the device was found unable to operate on ac or battery power and could not recharge the battery. Additionally the device was unable to generate and control negative pressure. No patient was involved.